Event description:
It was reported the patient had pain at the internal neurostimulator (ins) site. It was reported the ins was protruding from the pocket. When the ins was on, the patient felt discomfort at the pocket site. The patient felt more pain with the ins on than off. The pain started after implant and the doctor was unsure if it was ins related or residual incision pain. The pain had been progressive since implant. The patient got good therapy coverage when the ins was on, but could not keep it on due to pocket discomfort. Impedances were ran and patient was reprogrammed but still had discomfort. The patient will be scheduled for revision surgery pending insurance approval. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient had the device explanted. The device was not replaced. The patient recovered without sequelae.

Manufacturer narrative:
Product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3550-39, lot # n317046, implanted: (B)(6) 2012, product type accessory.

Manufacturer narrative:
Product ID, 3778-45 lot# serial# (B)(4), explanted: 2012 (B)(6); product ID, 3778-45 serial# (B)(4), explanted: 2012 (B)(6); product ID, 3708140 serial# (B)(4), explanted: 2012 (B)(6); product ID, 3708140, serial# (B)(4), explanted: 2012 (B)(6); product ID, 3550-39 lot# n317046, explanted: 2012 (B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the stimulator revealed that it was functionally "okay" but found insignificant anomalies final analysis of the extension (serial # (B)(4)) revealed no significant anomalies. Extension body was cut through and the product was segmented. Final analysis of the extension (serial # (B)(4)) revealed no significant anomalies. Extension body was cut through and the product was segmented.